Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0148 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) after receiving inappropriate shocks due to atrial fibrillation (af) and supra ventricular tachycardia (svt) classified as ventricular tachycardia (vt)/ventricular fibrillation (vf). It was noted none of the episodes was true vt. The device had indicated elective replacement (eri) about five months earlier and when it was interrogated in the ER, the charge circuit was inactive and the device was prematurely at end of service (eos) because of the significant number of shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.